Event description:
On the "redesigned" cair roller clamp on the hospira administration sets, the "zone of control" while adjusting flow is different from the original product, allowing for full flow or no flow. The user facility was not informed of the design change.